Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions." Number 29 states, "a limited number of case reports in the medical literature have suggested the potential for systemic effects of elevated metal ion levels resulting from device wear in mom hip systems."

Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: device info - lot and expiration date unknown. Date implanted - (B)(6) 2008 or (B)(6) 2010. Initial reporter - unknown. Manufacture date ¿ unknown. This report is number 2 of 2 MDR's filed for the same patient (reference 3002806535-2013-00084 & 3002806535-2016-00186). This report is based on allegations set forth in patient's complaint and the allegations therein are unverified. Product location unknown.

Event description:
Legal counsel for the patient reported that patient underwent total hip arthroplasty on (B)(6) 2008 on an unknown side and underwent a total hip arthroplasty on (B)(6) 2010 on the opposite side. Patient's legal counsel further reports a revision procedure has been indicated due to elevated metal ion levels, a cyst on the left side, and other unknown allegations for both hips. However, no revision procedure has been reported to date. This report is based on allegations set forth in patient's complaint and the allegations therein are unverified. Additional information received from patient's legal counsel noted the patient underwent a right revision procedure on (B)(6) 2013. It was further reported the patient underwent a left revision procedure on (B)(6) 2014.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. The femoral head exhibited a well-defined wear stripe and multi-directional scratches on the articulating surface which may be indicative of third-body wear. Observations made on the components suggest that edge loading of the femoral head may have contributed to the revision; however, a conclusive root cause of the event could not be determined.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported a patient underwent a hip revision approximately five years post-implantation due to elevated metal ion levels, thickened capsule, and cyst.